Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s battery was depleted and she was not able to charge the ins. Patient stated seeing the ins charging status screen but none of the coupling boxes were shaded. Patient noted the last she charged her implant was a few weeks ago. Troubleshooting included reposition antenna over ins, al featured reviewed, patient turned dial to 3 positions, and still didn¿t have any coupling boxes shaded. It was reviewed al steps and attempted a recharge session; the issue wasn¿t resolved. The outcome of troubleshooting steps was poor coupling screen. A replacement recharger antenna would be sent. It was noted patient was not getting any coupling boxes while charging her ins. Additional information was received from patient on (B)(6) 2018. Patient stated she got the replacement antenna for her ins recharger and was still not getting any coupling boxes shaded. Patient stated her implant would charge for a few minutes then turned off. Patient services reviewed when the insr couldn¿t find the implant, the insr would turn off. Patient stated she had the antenna on her skin and could feel the implant. Patient put pressure on the antenna and was not able to get any boxes shaded. Pss walked patient through al, first attempt all number were 52, and during 2nd attempt patient couldn¿t get the top number higher than 50. During call, patient was not able to get any coupling boxes shaded, and she usually got 4 to 5. Pss recommended patient follow up with health care provider to have the device checked. No further complication and no symptoms were reported.